Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalyzed and revealed a power-on-reset (por) alert had occurred.

Event description:
It was reported that there was a power-on-reset (por). The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.